Event description:
It was reported that the insulin pump alarmed compromised force sensor during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. Customer was unsure if the drive support cap is protruded, loose, sticking out or flush. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.